Event description:
It was reported a perforation and pericardial effusion occurred. A left atrial appendage (laa) closure procedure was attempted using a 24mm watchman flx laa closure device with delivery system (wds) and a watchman fxd curve access system (was). The closure device was deployed in the anterior lobe of the laa but was recaptured for repositioning. After the second deployment, the closure device was deployed distally in a posterior lobe but was again recaptured for repositioning. Following the second recapture of the closure device, the patient became hypotensive. A pericardial effusion was identified using transesophageal echocardiogram (tee). A pericardiocentesis was performed and the patient was transferred to surgery. During surgery auto-transfusions were given, a perforation in the distal wall of the laa was repaired, and the laa was ligated. The patient fully recovered and was discharged.